Event description:
It was reported that patient experienced recurring incontinence with their artificial urinary sphincter. During revision, all components were tested and a leak was found in the cuff from a hole. The cuff was replaced with a 5.0 cm cuff. The patient had no further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.